Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed. The assignable cause for the ruptured reservoir was determined to be a manufacturing defect.

Event description:
The facility representative contacted baxter on 02 april 2010 to report an infusor that had a ruptured bladder during filling. There was no adverese event, patient injury or medical intervention associated with this report. There is no further complaint information available.